Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call the customer noted that the light source was producing b30 errors on several different scopes. Tac recommended that the customer turn of the light source prior to inserting the scope and then turn it back once the scope was already connected. Tac went on to recommend reseating the cabling between the light source and the imager while everything was powered off. Finally, tac recommended cleaning the scope contacts with 70 percent isopropyl alcohol. Customer reported back that the image came back with no error messages after reseating the cable, issue resolved. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting b30 scope communication errors on several different scopes. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the error occurred due to contact failure of the digital light source cable (maj-1933). A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "[3.1 precautions for installation and connection] properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor the field performance of this device.